Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the caller that the patient was needing an MRI (not alleged to be related to the device/therapy,) and they were getting the 'device not responding' message. Technical services reviewed where/how to position the communicator over the ins, asked the caller to ensure the communicator was not currently charging and recommended trying to communicate in another room in case there was electromagnetic interference (emi), however the issue was unresolved. It was noted that the patient had confirmed that they had charged the ins recently. The caller was redirected to follow up with the health care professional (hcp). As they were unable to connect to the ins, technical services provided the national answering services (nas) phone number at the caller's request and warm transferred them to nas. Additional information was received from the patient. The patient stated that the issue why the device was not responding was due to emi interference. The patient went to a different location in the hall and it worked. No further complications were reported.